Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had error - bottle side pressure sensor which was resolved with the replacement of pressure sensors, which cleared the channel error. Also replaced the display board, because some of the segments had gone out. There was no patient involvement.